Manufacturer narrative:
The third party service representative recommended replacement of the vaporizer to correct the reported fault.

Event description:
The hospital reported the unit was not able to ventilate due to a leakage during preuse checkout. There was no report of patient involvement.